Event description:
It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter was used in common bile duct during an electrohydraulic lithotripsy (ehl) procedure performed for the treatment of common bile duct stones on (B)(6) 2024. During the procedure, when the ehl probe was about to be used to break the stones, the image of the spyscope ds ii was lost after five minutes of usage. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.